Event description:
It was reported that a 4 lead irrigation set had the bottom of the fluid chamber break free. This happened during continuous bladder irrigation (cbi) during use with an unknown drug. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.